Event description:
It was initially reported that the patient was admitted to a psychiatric hospital due to an increase in depression. It is unknown if the increase in depression was above or below baseline or related to vns. There was a note in the patient chart that his generator was unable to be interrogated but it is unknown when this happened or who the physician that wrote the note was. The patient does not have a vns treating psychiatrist and the hospital was not familiar with vns. After the patient was discharged was given a list of psychiatrist in the area he could follow-up with. All psychiatrists were contacted and none of them had record of the patient and no appointments scheduled. One of the psychiatrist office did say that were familiar with the patient's situation and that they were not going to be able to see him until next (B)(6), but there was a surgeon who agreed to see the patient to evaluate the vns. Good faith attempts with the surgeon have been unsuccessful to date.